Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of the activity.

Event description:
A user facility reported the machine had a 24 volt low alarm message during power up as well as a high temperature alarm. A patient was not connected to the machine at the time of the incident. The user facility biomedical technician replaced the distribution board which resolved the issue. Upon removing the old distribution board, the biomedical technician noticed that charring was present on the board. The machine has passed functional testing and has been returned to service without issue. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the distribution board and power supply were replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.